Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (4 past c sections). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cardiac tamponade ("cardiac tamponade"), dizziness postural ("dizziness when I'm standing"), tachycardia ("tachycardia"), palpitations ("heart pounding/ heart pond out of nowhere"), chest pain ("chest hurts"), headache ("headaches"), scar ("lot of scar tissue") and adhesion ("adhesion") and was found to have weight decreased ("lose weight after essure removal/ literally immediately. Lost 8 ibs in the hospital/ but to be fair I had a lot of scar tissue and adhesions removed due to having 4 c sections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal had resolved, the cardiac tamponade, dizziness postural, tachycardia, palpitations, scar and adhesion outcome was unknown and the weight decreased was resolving. The reporter considered adhesion, cardiac tamponade, chest pain, dizziness postural, headache, medical device removal, palpitations, scar, tachycardia and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: cardiac tamponade, dizziness postural, palpitations, tachycardia, chest pain and headaches". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events medical device removal and weight gain were added. Medical history of c-section was added, scar and adhesion. On 29-apr-2020: correction due to discrepancy between coding action item and match point coder query. Event: weight gain synonym updated to weight loss nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.